Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Concomitant medical device: medications: rosuvastatin. The instructions for use (IFU) for the gore® excluder® aaa endoprosthesis states, adverse events that may occur and / or require intervention include but are not limited to: endoprosthesis: component migration

Event description:
On (B)(6) 2016, this patient underwent endovascular treatment of an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses (rlt311415/14674803, plc271000/14220974, plc181400/13795655). The patient tolerated the procedure. On (B)(6) 2017, the patient underwent reintervention and a gore® excluder® aortic extender was placed proximally to extend coverage. The patient tolerated the procedure.